Event description:
It was reported that during a procedure, the system gave an error message from windows stating it had encountered a problem and had to be shut down. The computer shut itself down. The physician restarted it and encountered the same message at the login screen. They did a hard shutdown and restarted, again encountering the same message. The superdimension portion of the case was then aborted with the patient under general anesthesia.

Manufacturer narrative:
A superdimension representative went to the site to evaluate the system and it was discovered that the mouse that was being used was not the mouse that was initially installed with the system. The mouse that was being used was incompatible with the pc. The case was not completed with the superdimension system with the patient under general anesthesia. There was no harm or injury to the patient, but in an abundance of caution we are filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.